Event description:
It was reported by service report that when a bed extender was installed the footboard would not power up on the s3. This was due to the bed linens being caught between the connector and the bed extender. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.